Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The pump was received with a scratched reservoir tube window, a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while giving himself a bolus of insulin. The patient's blood glucose at the time of incident was 208 mg/dl. The customer took out the battery after receiving the button error alarm and received the same alarm again. Troubleshooting was initiated for the button error alarm. The customer stated that he might have been leaning against his pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.